Event description:
While wearing the external equipment, the patient reportedly experienced a loss of lock between the equipment and the implant. External equipment was exchanged and programming changes made but the problem was not resolved. Surgery to explant the device will be scheduled.